Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported post op check of rv lead capture threshold had increased and the lead had moved. The physician was not able to bring the helix back into lead tip. The rv lead was extracted and replaced. The patient was stable.